Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Reference MFR report numbers 3005099803-2009-03172. It was reported to boston scientific corp that two injection gold probe hemostasis catheters were used during an endoscopic hemostasis procedure (pt age unk, however over 50 years). According to the complainant, the probe was positioned through the scope at the site of a gi bleed. The needle mechanism and sclerotherapy function of the device worked as normal. The bi-polar cautery was set at the recommended settings (15 watts), however, no current was transmitted. All connections and cables were checked but the problem persisted. Another injection gold probe was used with the same results. The generator setting was raised beyond recommendation and a current was then observed. Hemostasis was achieved. Following the procedure, the probes were tested outside of the pt with a different adapter cable. Again no current flowed to the tip unless excessive wattage was used. The erbe generator has been checked by the hospitals engineers and is working properly. There were on pt complications and the pt was noted to be stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).